Manufacturer narrative:
The event of nodular image and possible granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "nodular image" attribution to "granuloma" or "extracapsular rupture" the device remains implanted.